Event description:
The reporter indicated the system diagnostics at a routine office visit in high impedance, indicating a possible lead malfunction. The reporter ordered x-rays and could not confirm any lead breaks. The reporter stated that the high impedance was possibly due to a lead insertion issue and proceeded with revision surgery (pin reinsertion). During surgery, the reporter re-inserted the lead and ran diagnostics. The system resulted in high impedance. It was reported that the test resistor was inserted into the vns generator and yielded high impedance. Then, the original lead was re-inserted into the pulse generator again, with no change. The original lead was inserted into a new ncp generator and results came back fine. The exact results obtained during surgery were not provided by the reporter. Furthermore, the reporter indicated the generator was removed due to lack of efficacy and device malfunction. The MFR received and evaluated the pulse generator. The product analysis resulted in no performance or any adverse conditions found with the pulse generator. The pulse generator passed all diagnostic tests. A visual observation noted a stripped/damaged hex socket. The pulse generator is operating within designed limits. Good faith attempts were made to obtain additional info and the test resistor.